Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine circuit board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a cine disk error message, which resulted in a loss of cine functionality. There is no report of patient injury.